Event description:
The technician alleged that the brakes engages, but the brake casters swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters, hex rod and screw to resolve the issue.